Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). Only the history log files of infusion pump was available for an investigation. The device was not sent in for investigation. During the analysis of the history files it could be detected, that some air bubble alarms occurred. For this issue the infusion line was much purged. Furthermore the line was several times changed. At the end of the infusion a volume of 14,66 ml was infused. The infusion quantity during purge is not taken into account in the history. The complaint could not be confirmed. Based on the history files were found that during the infusion the line was purge several times and again and again the air bubble alarm occurred. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "over infusion" customer information: incident date: (B)(6) 2020. Incident occurred: 1915hours-0205hours. Medication: IV lipid. Route: IV (central line). Rate: 5.9ml/hr. Vtbi: 130ml.